Event description:
Balloon burst.

Manufacturer narrative:
The balloon ruptured and not all pieces were retrieved. There were no known pt complications. The report from the physician stated that an indeflator was not used. It is specified in the instructions for use to use an inflation device with pressure gauge so that the rated burst pressure is not exceeded. It is unk as to what pressure the physician took this device. A similar catheter was pulled from stock and tested for rated burst pressure. The labeled rated burst pressure is 2 atm and the catheter that was tested burst at 3 atm.